Event description:
It was reported that the patient received multiple shocks due to t-wave oversensing. It was also reported that the right ventricular lead had low sensing value. Detections were disabled until the lead was removed and replaced. It was further reported that during the right ventricular lead explant procedure, the atrial lead dislodged. The atrial lead was also removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were ventricular short interval count (v-sic) of 37.6 counts average per day/day, in 1.67 days, between (B)(6) 2012 and (B)(6) 2012.